Manufacturer narrative:
The device and three sets of g5 adult electrode pads (one with lot# 230309-09 and two with lot# 230619-04) were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrode pads were recieved opened and stuck together. All three sets of pads passed continuity testing and were able to provide an ECG signal and shock into an analyzer. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. There are no errors present before or during the patient event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. An error 505 does not affect the device's ability to be used clinically. This does not meet our criteria for reportability.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated.